Event description:
The customer reported that the blower would not turn on. The customer reported there was no patient involvement.

Manufacturer narrative:
Bad 9/28/2016 root cause: blower motor shaft and impeller will not spin. The unit will be returned to our vendor (failure investigation lab riql) for a full analysis on the blower motor shaft and impellor.